Event description:
Caller reported experiencing an alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. To resolve the issue, technical support instructed the caller to disconnect the site and load a new, empty cartridge onto the pump, delivering a 9-unit bolus that completed successfully. As a corrective measure, a one-time pump replacement was arranged. The customer reverted to an alternate method of insulin therapy.